Event description:
It was reported by service report that the track belts were frayed and the foot support was damaged. No patient involvement or adverse consequences are reported. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
Results - track belts, foot support. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.